Event description:
Reporter reported a transfer set with leakage around the twist clamp. No patient injury of medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of leakage due to a damage spike. Reference renq-CAPA for cracked/broken spikes. Renal product surveillance. Quality engineering and plant manufacturing will continue to monitor this product line and take corrective/ preventative action as appropriate.